Manufacturer narrative:
The customer's reported complaint of a bent device is confirmed. The reported device was returned to conmed and evaluated. One 000150 was received in opened original packaging, the reported catalog and lot numbers were verified. Inspection of the device found that the end of the guide wire (opposite the spring end) was kinked, and this kink would not allow the guide wire to pass through the channel. A root cause could not be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A five-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also states, "warning: since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith, including death." Also, "warning: carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." The recommended proper cleaning instructions are presented in the IFU. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device was returned to conmed for evaluation. This reported event is reentering the investigation process. A supplemental and final report will be filed following the updated completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The facility, low country gastroenterology, reported issues with the 000150, marked guidewire, lot 201707194 they experienced on (B)(6) 2018. Information received indicates that during an endoscopy, the back of the guidewire was bent and could not load. It is indicated there was no impact or injury to the patient and the procedure was successfully completed with no delay by using an alternate marked guidewire. There is no allegation of patient harm, however, this report is now being raised on the basis of malfunction with potential for injury upon reoccurrence.